Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 1720: power backup cap failure. Per reporter, the error code requires a software and hardware upgrade to adjust. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.